Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Iritis and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iritis and malpositioned stent are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during the implantation of the stents from a trabecular microbypass stent system, the third stent (of three stents) was unable to be visualized intraoperatively in the angle and was suspected to be "lost in the sulcus". Per report, the patient presented postoperatively with iritis, which the surgeon believes was due to the mispositioned stent in the sulcus. The report noted that the patient subsequently passed away due to unrelated reasons. Additional information has been requested.